Event description:
They were using a brand new lift when the bolt that attaches the tierod to the adjusting lever broke. No injury reported, resident anxiety. Administrator wants this lift returned and his purchased price refunded, "he stated because of all the problems he has been having with the lifts". Manufacturer sending in the lift product manager to facility week of 04/2006 to evaluate the issues they are having. Product manager to do a feild trip report.